Event description:
Reportedly, the device was explanted at implant due to regurgitation. Per the customer report, "a (B)(6) male with the diagnosis of severe aortic stenosis and congestive heart failure, fe-iii. Progressive lv distention is noted during warm shot cardioplegia from (B)(6) after completion of the procedure. The heart started to beat and aortic clamp was release. The lv distended rapidly and became vt/vf. The aortic clamp was re-applied and lv was decompressed and the warm shot was given retrogradely from coronary sinus. The heart started to beat again and aortic clamp was released. The same thing happened due severe ar. After trying 4-5 times, we decided to re-replace the aortic valve. After re-aortomy, the bovine valve looked not unusual except for the wide central opening. There was not any paravalvular gap detected. After replacing the bovine valve with st. Jude hp bi-leaflet mechanical valve, no more lv distention was noted during the weaning cpb procedure. The patient was extubated on the next day."

Manufacturer narrative:
Device not receipt for evaluation. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Device will be returned for evaluation. Requested copy of the tee for interpretation but the only echo available is the pre-operative eco. Requested a copy of the translated operative report. Pending receipt of device and operative report.

Manufacturer narrative:
Evaluation summary: serrated markings are noted in the cusp area of leaflet 2. No inconsistencies in the x-ray. The valve will be sent to research and development for functional testing. Additional manufacturer narrative: research and development completed the functional test and concluded with the following: this valve was explanted at implant due to regurgitation. No echocardiography was provided, thus the behavior of the valve observed in vivo cannot be confirmed. Edwards standardized in vitro testing demonstrates the functionality of the valve is acceptable. The total regurgitant fraction of the valve (3.7%) is well below the 10% maximum allowed per iso5840:2005 for this size valve. A small amount of non-central leakage appears to be through the sewing ring and stent assembly areas of the valve. This is typical for this type of bioprosthesis if unsealed and should reduce to a negligible level shortly after the effect of heparin is reversed during the initial operation.